Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Customer's blood glucose level ranged between 100 mg/dl and 300 mg/dl. Reportedly, the customer loaded a new cartridge to address issue.